Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the pump displayed alert 38 indicating a motor stall after an insulin occlusion alert, and despite multiple restarts the user could not proceed to rewind until a dry run and full supply change were performed, after which insulin delivery resumed; this reflects a failure to infuse associated with the motor component, and replacement supplies were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were reported as unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a failure to infuse, with the implicated device component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.